Event description:
Customer reports that after cannula one day use the 15mm connector fell off completely and the cannula was stuck in the pt and he could not ventilated. Customer confirmed that extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample.